Manufacturer narrative:
(B)(4).

Event description:
Procedure type: according to the reporter: the eea28 was fired, then could not be removed. The resident forcefully removed the eea stapler and the anastomosis tore. The anvil came off in the rectum and they used an instrument to retrieve the anvil from the rectum. This patient received a j pouch since the resident had already torn the rectum when inserting the eea sizers. Gias were used to create the new pouch. There was no bleeding reported in excess of 500cc. There was unanticipated tissue loss. No reinforcement material was used.